Manufacturer narrative:
Sample not yet received by baxter's product analysis laboratory for evaluation.

Event description:
A nurse contacted baxter's product surveillance department to report receiving a homechoice set with the sheeting "falling off" of the cassette. The nurse noted this prior to use of the homechoice set and did not proceed with using it for a treatment. No patient injury or medical intervention was associated with this incident, per the nurse.